Event description:
It was reported that the screw fractured during the procedure. The screw was removed and replaced with no further incident. Patient outcome: no adverse effect reported as a result of this event.

Event description:
It was reported that the screw fractured during the procedure. The screw was removed and replaced with no further incident. Patient outcome: no adverse effect reported as a result of this event.